Event description:
The customer reported that while the unit was in use on a patient, the unit had intermitted flickering on the display. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed while wiggling the coiled cable that the display flickered. The company representative replaced the coiled cable assembly and the cable assy, display data. The unit was tested to factory specification. It functioned normally and was returned to the customer.